Event description:
On (B)(6) 2016, a patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A trunk ipsilateral leg component (rlt231416/unknown) was implanted to a right side. A contralateral leg component (plc141400/unknown) was implanted to a left side. On an unknown date, a proximal type I endoleak and a distal type I endoleak at the right side were observed. On (B)(6) 2020, a reintervention was performed to treat the proximal type I endoleak and the distal type I endoleak. Additionally, an aortic extender component and a contralateral leg component (plc181000j/unknown), were implanted. On an unknown date, an enlargement of the aneurysm and a possible distal type I endoleak at the right side were observed. On an unknown date, at a follow up, a distal type I endoleak at the right side was confirmed. On (B)(6) 2022, an angiography revealed the distal type I endoleak at the right side and a reintervention was performed to treat the aneurysm enlargement and the distal type I endoleak. A right internal iliac artery was embolized using three interlock devices. Additionally, a stent graft was implanted to extend to the right external iliac artery. The right distal type I endoleak was resolved. The patient tolerated the procedure. The physician stated that it might have been better to implant a stent graft into the right external iliac artery at the time of the reintervention on (B)(6) 2020. The cause of the aneurysm enlargement and endoleaks is unknown.

Manufacturer narrative:
A review of the manufacturing records for the devices could not be conducted because the serial/lot numbers remain unknown. Also was implanted plc181000j/unk. Additional information was requested but was not available. The devices remain implanted and are not available for analysis. The physician stated that it might have been better to implant a stent graft into the right external iliac artery at the time of the reintervention on (B)(6) 2020. The cause of the aneurysm enlargement and endoleaks is unknown. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to aneurysm enlargement and endoleak. Additionally, per IFU, intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms and / or persistent endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.